Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to flush or aspirate is inconclusive as clinical conditions that may have affected the functionality of the sample could not be replicated. One 4 fr single lumen nxt clearvue groshong catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Tensile weakness was observed at 16 cm depth marker (approximately 2 cm distal to the strain relief) during tactile evaluation. The sample was flushed and aspirated with a 12 ml syringe of water and was found to be patent to infusion and aspiration. The sample was then clamped with atraumatic clamps and pressurized with the 12 ml syringe of water. No leaks were observed. While the returned sample was not found to be occluded, possible causes of occlusion of a catheter in situ include catheter kink and improper catheter maintenance.

Event description:
It was reported that the physician was unable to flush and aspirate after implantation of the catheter. New product was used. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician was unable to flush and aspirate after implantation of the catheter. New product was used. No patient harm reported.